Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously unbelievably low glucose and calcium results generated by the unicel dxc 600i synchron access clinical systems. Actual results were not supplied and no additional information regarding this event is available. The results were not reported out of the lab. There was no impact to patient treatment.

Manufacturer narrative:
Customer indicated no problems with calibration or qc. A field service engineer (fse) was dispatched: the fse replaced numerous hardware components and made adjustments. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.